Manufacturer narrative:
Date of event: exact date unknown, event occurred in september 17, 2021 the day of explant. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7074440/7074529.

Event description:
It was reported that the patient was having pain in the left leg, and therefore underwent an explant procedure. The pain was resolved as soon as the device was removed. No further information could be obtained despite good faith effort.